Event description:
It was reported that a physician performed a novasure endometrial ablation on(B)(6) 2014 and the physician received two unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and "found a perforation at the posterior fundus". There was no intervention required and the patient did well in recovery. The attempted novasure procedure was aborted. A dilation, curettage (dandc), and sounding with a metal sound (not hologic devices) wer performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).